Event description:
Coiling treatment was conducted of a aneurysm. It was reported that as the device was advanced to treatment site, the coil could not be visualized under angiography. The delivery pusher was withdrawn successfully, the coil was not identified on the pusher nor in th microcatheter. The coil was not visible in the patient. Additional coils were deployed successfully. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The delivery pusher was returned for eval and confirmed the implant coil was detached. The eval shows excessive force was used which likely led to the coil becoming detached. It is unk if this occurred pre or intra use. (B)(4).